Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was this a robotic hysterectomy? No. Were any noises heard such as ¿whistling¿ or ¿hissing¿? If so, did the ¿noise¿ prevent insufflation? Please describe the noise. Hissing, yes no insufflation. How long into the procedure did the trocars begin to leak? Immediately. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes to both. What was the gas consumption rate or volume (liter/minute)? Unknown. What type of insufflator or pressure was being used? Stryker. Were there any devices being inserted in the trocars? If so, what devices? Laparoscope, 5mm grasper. Was any torque being applied to the trocar or device? No. Was the surgeon able to identify where the leaking was coming from? Top of seal. Was the leaking constant or intermittent? Unknown. How many ports were placed? 4. What port was the c02 hooked up to? Unknown. Were all five trocars used during the procedure? Yes. Please clarify how many of the d5lt trocars leaked? 2. Please clarify how many of the cb5lt trocars leaked? 6. Was there a specific trocar that caused the conversion? All. Were there any other factors that led to the conversion? Unknown. Was the patient¿s post op care altered due to the conversion? If so, please provide details of post op care. Unknown. Was the patient obese? What is the patient¿s bmi? No. Patient's current status? Stable.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the trocars were reported to be leaking. One camera port and two sleeves. The doctor noted that leaking occurred on initial entry and continued to leak. Replaced all three trocars twice. The case was converted to a vaginal approach. Could not maintain phneumo.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was this a robotic hysterectomy? No. Were any noises heard such as ¿whistling¿ or ¿hissing¿? If so, did the ¿noise¿ prevent insufflation? Please describe the noise. Hissing, yes no insufflation. How long into the procedure did the trocars begin to leak? Immediately. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes to both. What was the gas consumption rate or volume (liter/minute)? Unknown. What type of insufflator or pressure was being used? Stryker. Were there any devices being inserted in the trocars? If so, what devices? Laparascope, 5mm grasper. Was any torque being applied to the trocar or device? No. Was the surgeon able to identify where the leaking was coming from? Top of seal was the leaking constant or intermittent? Unknown. How many ports were placed? 4. What port was the co2 hooked up to? Unknown. Were all five trocars used during the procedure? Yes. Please clarify how many of the d5lt trocars leaked? 2. Please clarify how many of the cb5lt trocars leaked? 6. Was there a specific trocar that caused the conversion?all. Were there any other factors that led to the conversion?unknown. Was the patient¿s post op care altered due to the conversion? If so, please provide details of post op care. Unknown. Was the patient obese? What is the patient¿s bmi? No. Patient's current status? Stable.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the trocars were reported to be leaking. One camera port and two sleeves. The doctor noted that leaking occurred on initial entry and continued to leak. Replaced all three trocars twice. The case was converted to a vaginal approach. Could not maintain phneumo.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (d) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Leak failure. The cb5lt device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.